Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed external visual inspection and functional testing. An internal inspection revealed a crack on a standoff post within the controller housing. The observed standoff post crack is an additional finding not related to the reported event. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. Log file analysis revealed an event exception logged in the event file on 04/may/2023 at 21:21:22, followed by a controller failed alarm logged at 21:21:30. The event exception and controller failed alarm were indicative of a loss of communication between the user interface controller (uic) and pump motor controller (pmc). The uic is the main integrated chip responsible for the operations of the controller, including recording data in the controller log files, while the pmc is responsible for capturing pump parameters, monitoring, and maintaining the pump at the desired speed. A controller failed alarm is logged as a result of the uic not receiving the expected messages from the pmc for a period of 10 seconds. During supplemental testing, the controller was allowed to run for an extended period of time; results revealed that the controller failed alarm and event exception could not be replicated. The controller failed alarm is considered to be a high priority alarm and the alarm indicator on the controller will flash red. It is likely the controller failed alarm was perceived as the reported "controller fault". As a result, the reported controller "fault", red alarm, and controller failed alarm event was confirmed. In addition, review of the log files revealed that following the controller fault alarm, a controller power up event and subsequent vad disconnect alarm were logged on 04/may/2022 indicating the controller was powered up without the driveline connected, likely due to troubleshooting. Log files also revealed two controller power up events were logged 05/may/2023. Of note, it was reported by the site that on 05/may/2023 test on controller was performed on the motor, indicating the controller power up events occurred during troubleshooting after the controller exchange. As a result, the reported controller power up events were confirmed. Based on the available information, the most likely root causes of the controller power up events can be attributed to the reported troubleshooting of the controller after the controller exchange. Based on risk documentation and the available information, a possible root cause of the reported controller failed alarm event can be attributed, but not limited, to a communication failure between the uic and pmc and/or due to a failure of the pmc. CAPA pr00594989 is investigating this issue. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: ICD: w3dr01 implant date: (B)(6) 2019 lead: 5076-52 implant date: (B)(6) 2019 lead: 5076-45 implant date: (B)(6) 2019 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient's caregiver called the coordinator stating an alarm was heard, with a red light which displayed - controller failure, change the controller. As the alarm was sounding, the patient slumped over unconscious with assistance falling to the floor, becoming unresponsive, cyanotic and with tongue protruding, all while the coordinator was setting the backup controller. The controller exhibited an unexpected power loss and a controller fault alarm. The patient was provided with 2 liters of oxygen and the controller exchange was successful. The patient was responding well and able to walk although very weak, but with no other residual effects. After a while the patient felt normal and was admitted for observation. It was estimated that the ventricular assist device (vad) was likely off for three to eight minutes during the entire process. No further patient complications have been reported as a result of this event.